Event description:
The pt was initially admitted for a heartmate lvad clot issue and needed an exchange. On (B)(6), the pt underwent surgery to remove the heartmate lvad, and replace it with a thoratec bivac. Due to low output, vva ECMO was initiated on (B)(6). After approx 24 hours the pt developed high resistance and va-ECMO was discontinued and replaced with vv-ECMO on (B)(6). Early on (B)(6), the pt developed high resistance. At that time, the pt was support with the thoratec bivad, vv ECMO, dialysis machine and three pharmaceuticals (pressors). Note that instead of being upright, the oxygenators were "taped to a pole at a 30 degree angle" because the facility reported a lack of oxygenator holders. The pt suffered from multiple organ failure, severe pulmonary hypertension (80-130 pa systolic), arterial hypotension (70-80 systolic), severe edema, volume overload and poor distal perfusion (nose and fingers were turning blue). The pt was disconnected from mechanical therapy on (B)(6) at 10:20 am, and expired at approx 10:30 am, (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). The facility reported that two oxygenators developed high membrane pressure after approx 24-36 hours of use. One of the two device was returned from the facility. This device was returned to the MFR in (B)(4) where it is presently undergoing a decontamination process. Upon completion of the process, the device will be investigated. A supplemental medwatch will be submitted as soon as the investigation is completed. It is important to note that both devices were used for 24-36 hours before experiencing the reported issue. The device is cleared in the us for 6 hour use. Additionally, it is unclear whether the position of the devices during use, i.e., taped to a pole in a 30% angle as opposed to a direct upright position, contributed to the reported event. It is important to also consider that at the time of the reported event, the pt was a complex case; experiencing multiple organ failure and in very critical condition. Additionally, it is important to note that the reason for the pt's admission was due to a clotted heartmate device. Act or ptt values in the normal range do not necessarily preclude an abnormal coagulation profile.